Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E3: occupation: (B)(4). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when they were deploying the angio-seal in the patient's right leg, the footplate appeared to snap off and was subsequently carried down the leg by the arterial flow. The current whereabouts of the footplate is unknown. There was no patient injury.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 8 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the hemostasis sheath, carrier tube, arteriotomy locator, and header bag. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the device distal tip. The device is set to forward lock position, deploying the anchor. The device is reset to rear lock position, posting the anchor on the device tip. The anchor is manually pulled, deploying the anchor, collagen and tamper tube. The complaint can be confirmed for a nondeployment device pullout. The returned device appeared to have been used and contained the anchor, collagen and tamper tube. The contents of the device were able to be successfully deployed. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).